Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the (B)(6) 2010 and that it performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. During this time the temperature was recorded below the recommended stand-by temperature. The device was then successfully power cycled on the (B)(6) 2013 and performed to specification up to the (B)(6) 2014. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the final history log entry on the (B)(6) 2014. Investigation found this type of fault is contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. Due to the date of installation it is assumed the initial pad-pak was approaching its expiry date and this combined with the significant drop in ambient temperature would have been enough to cause the voltage drop which resulted in the failed self-test. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.